Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was dislodged due to the patient's twiddler's syndrome. The lead was attempted to be repositioned, but the lead was eventually removed and replaced on (B)(6) 2018. The patient was stable post-procedure.

Manufacturer narrative:
A complete lead was returned for analysis. All damage found was sustained during surgical procedure. The lead was otherwise normal.